Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 420 mg/dl. It was stated that the customer's cannula was bent, and the insulin pump alarmed no delivery. The mother was unable to troubleshoot at the time of the call, and stated she would call back. Nothing further was reported.